Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Reference MFR. Report#1627487-2019-06557. It was reported that the patient was experiencing ineffective stimulation. X-ray imaging confirmed lead migration. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein both leads were explanted and replaced. Issue resolved.

Event description:
Related MFR. Report #:1627487-2019-06557.